Manufacturer narrative:
Age or date of birth, weight, ethnicity: unknown, as information was asked but not provided. Date implanted: not applicable, as there is no indication that the lens was implanted. Date explanted: not applicable, there is no indication the lens was implanted, therefore, it was not explanted. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a vitrectomy was performed, extent of patient contact is unknown. No further information is available.

Manufacturer narrative:
Product investigation was completed, and the following fields were updated accordingly: section d-9: device available for evaluation: yes. Section d-9: date returned to manufacturer: 22-jun-2022. Section h-3: device returned to manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the handpiece was received with the lens stuck inside of the cartridge and overridden by the plunger rod. The cartridge tip was also observed to be bent. The handpiece was disassembled, and the assembly was inspected, no issues that could contribute to the observed issues could be identified. The complaint issue was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the investigation results, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.